Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a angioplasty treatment procedure, a balloon rupture and removal difficulties occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the superficial femoral artery. This 8x20mm mustang balloon catheter was selected; however, on the first inflation the balloon ruptured and removal difficulties occurred. The pieces that were broken off were manually removed by the surgeon. It was noted that the case was extended due to the removal of the balloon pieces. No further patient complications were reported and the patient's status is ok.